Manufacturer narrative:
Interrogation of the pump determined it was used to infuse baclofen (4000.0 mcg/ml, 1000.0 mcg/day). The pump was returned for analysis. Analysis identified coring, tears or cuts in the catheter seal. Because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer representative regarding an implantable intrathecal pump. The indication for use was intractable spasticity. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.